Event description:
The customer contact reported an adverse event while the device was in use. At 2017, the pump was programmed to deliver fentanyl 50mcg/ml with a 25 mcg loading dose & the delivery was started. No further programming parameters were provided. At approximately 2035, the patient's husband alerted the nurse that, "something is going on here." The nurse entered the patient's room. The patient was found unresponsive and in respiratory distress. At this time, the patient's oxygen saturation was 93%. A code was called. At an unspecified time, the patient was treated with 0.8mg and 1.2mg of narcan. The customer contact reported that the patient "fought off" being intubated and oxygen therapy was initiated via nasal cannula at a rate of 2l/min. After an unspecified length of time, the patient "responded," and at that time the oxygen saturation had increased to 96%. The patient was transferred to the adult intermediate care unit. The customer contact indicated the patient received a total of 25ml of fentanyl instead of the intended 25mcg, which was "ten times the ordered dose." The customer contact reported that there was nothing wrong with the device. The device remained in clinical use on the patient for an unspecified length of time. The customer contact indicated that at the time of discharge from the hospital, there were no reported adverse patient sequelae. However, the patient is now alleging, "neurological deficit and inability to concentrate." Though requested, no additional information was provided. Additional documents received from the customer that allege: morphine was initially ordered for the patient. The patient continued to have "severe abdominal pain" and new orders were issued for fentanyl. When the "staff placed the fentanyl in the pca pump they neglected to recalibrate the pca pump, or correctly calculate the fentanyl dosage." Upon administering the fentanyl bolus through her pca, she began to suffer respiratory depression and failure." The patient became "unresponsive and apneic." "Eventually, the code blue team was called." The pt was "revived by the code blue team, but only after her breathing had ceased and she had sustained anoxic brain damage." The patient allegedly "suffered an anoxic brain injury which has resulted in cognitive impairment which is disabling and permanent."

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact indicated the device was "disposed" of in an unspecified manner. If the device is received, a follow-up report will be submitted.